Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Mfg date: 01/03/2011 based on the investigation conducted under (B)(4), it was determined that the user instruction (e.g. The surgical technique) was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: if the user applies a bending moment to the pilot tip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. If the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. The risk documentation was lacking specific failures for this type of defect for these instruments. In addition, the surgical technique was not providing information to the user of the instrument that reaming off axis can damage or break the instruments. Additionally, the surgical technique did not provide adequate instruction to the user. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. The tip was easily retrieved from the bone by the surgeon. An investigation was conducted under (B)(4); the most likely root cause was the risk documentation was lacking specific failures for this type of defect for these instruments. In addition, the surgical technique was not providing information to the user of the instrument that reaming off axis can damage or break the instruments. Additionally, the surgical technique did not provide adequate instruction to the user.

Event description:
It was reported from the us that while reaming the glenoid, the pilot tip of the reamer broke off in the bone. The tip was easily retrieved from the bone by the surgeon. Surgery outcome was good, and all broken parts were retrieved from the patient with no injury. Patient's health was stable leaving the or. Issue was resolved by pulling the broken pilot tip out of the bone. The agent was present at the time of surgery. No additional information is available.